Event description:
According to the reporter: occurred during a laparoscopic single hole right upper lobectomy. During the resection of the lobes two devices were unable to fire. The physician was able to press the green button but unable to squeeze the handle. New device was used to complete the case. The incision was extended less than 1 inch. Patient status is alive, no injury.